Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches and it is hard to read displayed on the screen. The customers blood glucose was unknown at the time of incident. The customer also reported that the insulin pump squirted during priming and it is louder during rewind. The insulin pump will not be returned for analysis.